Manufacturer narrative:
Investigation found that the pump was unable to power on due to a broken component internally. The device has been repaired.

Event description:
User reported pump failure while delivering cardioplegia to patient. There was no patient harm; however, this event is considered reportable.